Event description:
A report was received that the patient underwent a lead revision due to inadequate stimulation. Visual inspection of one of the returned leads revealed two distinct suture sites where the lead had been fixated. It also revealed two incisions perforating the lead body. One of the cables was broken and the break was in close proximity to one of the incisions. There were signs of wire oxidation where the cable was broken, along with biological fluid that had entered into the lead through the incisions. The root cause of the lead damaged is unknown.